Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Doctor reports patient a status post left total knee is now hyper extending and loose varus/valgus. Doctor decided to revise the knee with a new thicker insert. The knee was surgically opened, the insert was removed and identified by the surgeon as a 3/9mm triathlon insert. Doctor trialed a 3/16 and a 3/19. Satisfied with the 3/16 a new insert was implanted. Surgical site was closed.